Event description:
Product intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Complaint description: a customer in the USA complained after having obtained what they described as an incorrect identification test result when testing a patient's isolate with their vitek® ms (ref (B)(4)). The customer said that they had tested a colony isolated from a urine culture in conjunction with their vitek ms system and that their system had identified the strain as brucella spp with 98.2% confidence. The customer stated that the correct identification result is proteus sp. There is no indication or report from the customer that this event led to or contributed to any death, serious injury, or serious deterioration in the state of health for the concerned patient.

Manufacturer narrative:
Following the incorrect identification test result obtained by the customer when testing a microorganism isolated from one patient's sample an investigation has been carried out at biomèrieux manufacturing site. Fine tuning: according to the vilink alert tool criteria, fine tuning was needed during the tests made on 14 feb 2023. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values were heterogeneous. It needs to be verified with the customer. Knowledge base review: the expected identification is unknown because no reference method was used to confirm it. Sample data analysis: analyze of mzml sample files show that the spectra which gave the misidentification to brucella has a low number of peaks (45 peaks). Moreover, this misidentification was obtained with a low identification score (-0.2) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4).this could be explained by a non-optimal spot preparation of the sample strain (culture, spot, different operator¿). It needs to be verified with the customer. By reprocessing the customer data with next vitek ms kb v3.3, spectra which gave misidentification results as brucella melitensis led to no identification. This issue was fixed. Conclusion: related to the misidentification as brucella, csn # 4989 was published about potential misidentification as brucella spp with kb v3.2. These incorrect organism identifications have always been seen so far in conjunction with degraded spectra (linked to a non-optimal spot preparation or a non-optimal fine-tuning). This issue will be fixed with the next vitek ms kb v3.3. Csn 2023-242-a - vitek ms and vitek ms prime knowledge base version 3.3.